Event description:
On (B)(6) 2025, a patient prepped for an ultrasound guided percutaneous drainage catheter placement procedure using the navarre universal drain. During the preparation of the procedure, it was noticed that the length of trocar needle was allegedly longer than catheter. Additionally, threads were found to be twisted together. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient prepped for an ultrasound guided percutaneous transhepatic cholangiography drainage catheter placement procedure using navarre universal drain. Prior to the procedure, it was noticed that the length of trocar needle was allegedly longer than catheter. Additionally, threads were found to be twisted together. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: this is the first complaint reported to date for this product and lot, therefore a DHR/bhr review is not required. Investigation summary: one photo was provided for review and one 6f navarre drainage catheter locking pigtail segment was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The inner stylet was returned within the cannula and catheter. The inner stylet and cannula were locked into place. The cannula and catheter were locked into place at the catheter hub. The distal tip of the stylet was noted at the distal end of the catheter. Therefore, the investigation is confirmed for the reported trocar longer than catheter issue. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), e1, g2, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.